Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user forgot to announce a breakfast meal while using the ilet bionic pancreas, then observed elevated glucose that decreased and later rose after lunch; the agent advised allowing the device¿s correction algorithm to address the missed announcement. Symptoms included hyperglycemia. Outcomes included no hospitalization, no emergency treatment, and no alarms. Investigation included user counseling on proper meal announcement and education on system behavior following missed announcements. Investigation of this case revealed user error related to a missed meal announcement, with device performance consistent with design as the correction algorithm addressed the glycemic excursion. It was concluded, based on previously established findings for similar reports, that the cause was user error.